Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there was overestimation of battery longevity on the device. No programming changes were made to the ICD. The patient was in stable condition.